Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic, atrial lead dislodgment was observed via x-ray. The lead was explanted and replaced. The patient condition is stable. The lead was retained by the hospital.

Manufacturer narrative:
Analysis was normal. No anomalies were found.